Event description:
This case was reported by a consumer and described the occurrence of latex allergy in a (B) (6) female patient, who received breathe right nasal strips (breathe right nasal strips tan) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started breathe right nasal strips. At an unknown time after starting breathe right nasal strips, the patient experienced late allergy, breaking out on nose, red spot on nose, nasal septum perforation, nasal irritation, application site pain and pharmaceutical product complaint of the strips not sticking. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were unresolved. (B) (4). While the lot number for this product is available, it is unknown whether the product will be returned for quality assurance testing. (B) (4).